Event description:
General report received of an unspecified number of undocumented incidents of the piercing pin of tubing sets puncturing blood product containers. On unspecified dates, the tubing sets were to be used to deliver unspecified blood products. The customer contact reported that as the nurses inserted the piercing pins of the tubing sets into the administration port of the blood containers, the piercing pins punctured the blood containers at unspecified locations. The customer contact reported that unspecified volumes of the blood product leaked. It was reported that the replacement containers of blood were obtained and the therapies were initiated. There were no reported adverse pt effects and no reported delays in therapy critical to these pts. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.